Event description:
During insertion of spinal introducer and spinal needle, physician contacted bone and attempted to reposition needle several times. When needle was withdrawn the distal portion broke off and remained in pt. Retained needle fragment was subsequently removed surgically.